Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: unk - fluid management system pump (29sep2023) and inflow tubing fms vue 24pk (29sep2023). UDI: (B)(4). The date of manufacture is currently unavailable. E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 3 for (B)(4). It was reported by the sales rep in colombia that during an unknown procedure on (B)(6) 2023, it was observed that the unk - fluid management system pump device was not giving adequate pressure when used with a reuse patient set fms 24pk and inflow tubing fms vue 24pk. It was reported that the pressure in the pump increased, the connections were checked, yet the physician indicated that there was no pressure. The procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been updated to reflect the correct information: investigation summary: according to the information provided, it was reported that ¿the procedure begins with the use of a pump, the specialist indicates that the pump is not giving adequate pressure. The pressure in the pump increases, connections are checked, yet the doctor indicates that there is no pressure. He removes the pump and asks the instrument operator "and on tour" the specialist does not allow the collection of pipe clearance¿. The complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (3005093), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.